Event description:
It was reported that after the continuous glucose sensor was changed, the ilet displayed an alert indicating to connect the cgm or enter a blood glucose value, and the user¿s freestyle libre 3 plus pairing had failed but was subsequently resolved after instruction to enter a manual blood glucose once an alternate glucometer became available. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed no device malfunction was confirmed and the connectivity issue was resolved through standard pairing and manual entry guidance. It was concluded that the device operated as designed after troubleshooting and that no further action was required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.